Event description:
It was reported that an (B)(4) iol was intraoperatively removed due to bent haptic noted upon insertion using an ez-28b inserter. The incision was enlarged and the lens was cut and removed. Another lens was implanted successfully. Sutures were used to close the wound. Please ref MDR# 1119279-2012-00083 for the intraocular lens.

Manufacturer narrative:
The delivery device has been requested, has not been received by bausch & lomb. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling technique) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.